Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the consumer did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A patient reported that following a cataract extraction with intraocular lens (iol) implant procedure her vision decreased from 20/50 to 20/200. She believes lens is faulty and would like to see if it can be replaced. Her vision is distorted and has to cover right eye when she drives. She does not remember lens brand. She was diagnosed with macular degeneration prior to surgery. Additional information was provided that she does not have the information regarding her iol available, she would have to dig through paperwork to find it.

Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).